Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide model: 18320 . 18296-eng-aw rev b 06/18. Introduction/page xii . Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels dropping to 35 mg/dl. The patient stated they loss consciousness and when they awoke they drank a coca cola. No treatment was provided at the hospital. The patient states he was using u-500 insulin in the pod. Insulet advised that this insulin is not FDA approved for use in the pump and is prescribed off label.the patient was released 15 minutes later.